Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The technician replaced the "parts" air separator and pressure relief valve flow pump on the device. The part has not been returned to manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer to physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.